Manufacturer narrative:
The position of one of the robotic manipulator axes differed from the position determined by the robot controller. This discrepancy caused the cyberknife treatment delivery system to post error 103 ((B) (6) e-stop detected). In addition, the robot controller detected the inconsistency and reported this as "error 342: deviation in absolute position value dse - rdc." This error is displayed on the computer monitor for the robot controller and on the teach pendant display. However, error 342 did not render the system down. An urgent device correction will be issued to provide instructions on how to detect and handle the reported error.

Event description:
A site reported that their end-to-end targeting accuracy was out of specification. No serious injury has been reported to date as a result of this event.